Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl and an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer consumed carbohydrates to address low bg and a correction bolus via pump was delivered to address high bg. Reportedly, the customer alleged that the pump's alarm sound was not annunciating and the pump was not vibrating when alerts and alarms were declared. During troubleshooting with technical support, it was found that the sound and vibrate settings were turned off. Tandem technical support guided the customer to update pump settings to address the event.